Event description:
It was reported that the customer experienced a low blood glucose level of "low"; although specific value was not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.